Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Patient medications: aspirin, carvedilol, lasix, losartan, multivitamin, simvastatin, hydrocodone, lisinopril, and magnesium. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of a common iliac artery aneurysm with a gore® excluder® iliac branch endoprostheses. On (B)(6) 2016, follow-up imaging identified possible compression and occlusion in the ipsilateral limb of trunk-ipsilateral leg component. It was reported the cause of the suspected compression and occlusion are unknown. On the same day, a thrombectomy was performed to treat the occlusion and suspect compression. A contralateral leg component was implanted to extend distally and to increase the radial force of the existing implanted device. It was reported, the suspected compression and device occlusion were resolved and the patient tolerated the procedure.